Manufacturer narrative:
Updated data: d. This is a system report; section d information is for the primary device, which was in use with the following: medtronic product ID: d-evolutfx-2329, lot#: 0011780406, ubd: 2025-05-15, UDI#:(B)(4). H6. Eval code method to reflect the system reported dcs. Additional codes. Annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one date following the implant of this transcatheter bioprosthetic valve in a patient with a history of asymptomatic cerebral infarction post coronary angiogram, complete paralysis of the lower right limb was observed. The patient was conscious and did not exhibit any speech disorders. Additional antithrombotic therapy was administered and the patient underwent rehabilitation with gradual improvement of the paralysis. Per the physician, there was casual relationship between the procedure and the paralysis. Additional information was received indicating that the stroke was confirmed by neurological assessment. Stroke symptoms presented one day following the valve implant. Per the physician, the stroke was not related to the valve. Per the physician, it was unknown whether the stroke was related to the dcs. Per the physician, the cause of the stroke was unknown. It was reported that the patient had a history of asymptomatic cerebral infarction.

Event description:
It was reported that approximately one date following the implant of this transcatheter bioprosthetic valve in a patient with a history of asymptomatic cerebral infarction post coronary angiogram, complete paralysis of the lower right limb was observed. The patient was conscious and did not exhibit any speech disorders. Additional antithrombotic therapy was administered and the patient underwent rehabilitation with gradual improvement of the paralysis. Per the physician, there was casual relationship between the procedure and the paralysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the stroke was confirmed by neurological assessment. Stroke symptoms presented one day following the valve implant. Per the physician, the stroke was not related to the valve. Per the physician, it was unknown whether the stroke was related to the dcs. Per the physician, the cause of the stroke was unknown. It was reported that the patient had a history of asymptomatic cerebral infarction.